Event description:
A review of service data detected a reportable revent. During servicing of electrode belt, which was returned for routine maintenance, it was discovered that electrode belt had an open connection in the distribution node. The last pt to use this electrode belt did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unk, but is likely due to strain placed on the cable during patient use. No adverse event resulted from the faulty electrode belt.